Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent a surgical procedure to implant an optease¿ filter for the treatment and prevention of his pulmonary embolism. The device in the plaintiff was positively identified on medical records. On or about fourteen 14 months, the patient was diagnosed with cardio pulmonary arrest and subsequently passed away due to the injuries he had suffered. As the result of the optease¿ filter, the patient suffered serious and possibly life-threatening and permanent injuries. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his passing. The following additional information was received per the patient¿s medical records: patient had a history of pulmonary embolus and gastrointestinal bleed. The filter was implanted due to gastrointestinal bleeding. The filter was deployed in the inferior vena cava below the renal veins. Completion venacavogram showed good placement below the renal veins and above the confluence of the iliac veins. Patient tolerated procedure well. According to the information received in the patient profile form (ppf), the patient representative reports patient had leg pain and swelling, and being unable to walk at time of death.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment and prevention of his pulmonary embolism. The device in the patient was positively identified on medical records. On or about fourteen 14 months, the patient was diagnosed with cardio pulmonary arrest and subsequently passed away due to the injuries he had suffered. As the result of the trapease¿ filter, the patient suffered serious and possibly life-threatening and permanent injuries. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his passing. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Cardiopulmonary arrest is the abrupt loss of heart function. This does not represent a device malfunction. Clinical factors that may have influenced the event include patient and pharmacological elements. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment and prevention of his pulmonary embolism. The device in the plaintiff was positively identified on medical records. On or about fourteen 14 months, the patient was diagnosed with cardio pulmonary arrest and subsequently passed away due to the injuries he had suffered. As the result of the trapease¿ filter, the patient suffered serious and possibly life-threatening and permanent injuries. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his passing.

Manufacturer narrative:
Correct brand name, model, and catalog. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter for the treatment and prevention of his pulmonary embolism and subsequently expired after experiencing a cardiopulmonary arrest. A patient representative also reported that the patient experienced leg swelling and pain and would not walk up. According to the medical records that were provided the indication for the filter implant was pulmonary embolism and the development of a gastro-intestinal bleed after starting on coumadin. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The patient reportedly tolerated the procedure well. Approximately fourteen months post implant the patient experienced a cardiopulmonary arrest and expired. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. A cardio-pulmonary arrest is the heart suddenly stops pumping blood, commonly due to a problem with electrical signals in the heart. When the heart stops pumping, the brain is deprived of oxygen causing unconsciousness and respiratory arrest. Common causes of cardiopulmonary arrest are coronary artery disease, cardiomyopathy, congenital heart disorders, electrical conduction issues, drug overdoses, electrocution and severe hemorrhage to name a few. With the limited information and no cause of death provided it is not possible to determine what may have contributed to the cardiopulmonary arrest. Cardiopulmonary arrest does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.